Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The customer stated there was damage to the meter (i.e.: dropping). The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa17aug2007 letter.